Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve into a previously implanted non-medtronic surgical valve, a pre-implant balloon aortic valvuloplasty was performed due to calcification. It was reported that the valve was loaded without difficulty and a misload was not identified. During advancement of the delivery catheter system (dcs) and valve, a bend in the dcs capsule was noted along with a bend in the valve frame. Subsequently, the valve was withdrawn from the patient and a new valve was implanted using new dcs. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Image review: two static images were provided for review of the event. Patient¿s executive summary was provided for anatomical review. The event refers to a transcatheter aortic valve replacement in a failed surgical valve with a perimeter of 78.8mm and a perimeter derived diameter of 25.1mm suggesting a 29mm evolut. The aortic arch appeared to be somewhat tortuous. Fluoroscopy valve load inspection was performed and a misload was visible by curved/bent capsule. Per medtronic best practices, if a misload is confirmed , the valve and dcs should be discarded, and a new valve should be loaded onto a new dcs. It was reported that a bend in the capsule and valve was noticed during advancement of the delivery catheter system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.